Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system experienced intermittent communication issues with the navigation system when in the acquire images portion of the application software. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.